Event description:
It was reported that the patient had turned the pacemaker over in the pocket. X-ray of the leads showed that they were somewhat shortened and minimally twisted due to twiddlers syndrome. The pocket was opened and the leads were tested and were in acceptable condition. The pacemaker was reimplanted in a sub-pectoral position. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. (B)(4).